Event description:
It was reported that during a gastric bypass procedure, the device malfunctioned. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Three or more missing staples. The analysis results showed that one ecr60b cartridge reload was received unfired. The reload was placed into a ple60a test device and was tested for functionality; the device achieved a complete sequence and fired without any difficulties noted. However, 33 staples were missing from the staple lines. Since the cartridge reload was received out of its sterile package and with the staple retainer cap missing, no conclusion could be reached as to how the staples became missing. It should be noted that all instruments are inspected 100% for staple presence by a visual system prior to the placement of the staple retainer. In addition, at finished goods the instruments are visually inspected based on a sample. A 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.